Event description:
The customer returned the device stating, ¿the device was reported to have failed the calibration test during the pre-test¿; during device evaluation it was confirmed the downstream occlusion sensor was defective. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device was reported to have failed the calibration test during the pre-test" was confirmed. The probable cause was the downstream occlusion (dso) sensor was defective. The dso sensor was replaced, and the device passed all function testing after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.